Event description:
It was reported the patient died in 2009. The "physician indicated there was a 'potential' problem with one of the leads." Follow up with the manufacturer's representative revealed a fracture was suspected on the ventricular lead; a 2 - 3 mm separation of the coil was noted when the lead was extracted. It was further reported the exact cause of death is unknown. Currently, the coroner has the devices. Later review of device data revealed the ventricular lead had "very low impedance (220 to 300 ohms) for every data point in the trend" going back to 2008.

Event description:
It was reported the patient died in 2009. The "physician indicated there was a 'potential' problem with one of the leads." Follow up with the manufacturer's representative revealed a fracture was suspected on the ventricular lead; a 2 - 3 mm separation of the coil was noted when the lead was extracted. It was further reported the exact cause of death is unknown. Currently the coroner has the devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested but has not been received.

Manufacturer narrative:
.